Event description:
During a pci treatment procedure, the bioranger balloon ruptured at 4 atms of the first inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 100% stenotic lesion in the mid right coronary artery. The biorange balloon was removed and replaced with a sprinter balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.